Event description:
It was reported that during a ureteric stone procedure, when weaving the fiber through the catheter at .8, 08hz,25hz energy and 11,771 joules of use, the fiber snapped and burned through the physician's gloves and fingers and the physician had a burn on the front right of his fore and middle finger. The physician unscrubbed and applied first aid by washing his hand under water. The physician was unsure if the fiber was broken, however, the fiber was replaced and the procedure was completed. There were no clinical consequences to the patient reported.

Manufacturer narrative:
The device has not been returned to bsc for evaluation; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that, during ureteric stone procedure, whilst weaving fiber through catheter, the fiber snapped and burnt through physician's gloves and fingers at 11,771 joules of use. The fiber was replaced, and the procedure was completed using another of same model with no patient complications. The burns on physician occurred on right hand fore finger and middle finger, and were treated applying first aid by washing his hand under water. It was noted that burn was a minor injury and physician was able to continue with the case.